Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was not reported. It was reported that the patient was in the hospital. The reason for the hospitalization was not indicated. The patient was treated with unspecified antibiotics for the event. At the time of this report, the patient remains hospitalized. The patient outcome reported as "not yet improved". Action taken with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
A4: weight: 61 (units not specified). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.